Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the staff had a scope communication message and then the scope flipped opposite when installed on arm1. The technical service engineer (tse) reviewed the error logs and found error 48221 on the endoscope. A scope shaft rotation 23003 error was also observed. It was noted the reported issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The technical service engineer (tse) asked to check the scope shaft rotation for resistance. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.